Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. There was an impedance jump, insulation breach in the pocket area, and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted no insulation breach observed. Only overlay tubing cut observed. This does not affect electrical performance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.